Event description:
It was reported that the patient alert was triggered due to high impedance. Oversensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed) , the outer tubing overlay was melted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was tissue present on helix. Performance data was collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Programmer data shows 1 - rv - lead integrity alert on (B)(6) 2012. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Sensing - oversensing 13 - ventricular nst<=210 ms between (B)(6) 2012. Sensing - interference/noise ventricular short interval count v-sic=143.5 counts avg/day, in 1.62 days, between (B)(6) 2012.